Event description:
This complaint is now reportable based on the analysis completed on 7/28/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. No patient injuries or complications were reported. However, the returned product confirmed that there was stent damage.

Manufacturer narrative:
A detailed examination of the returned device found that the hypotube coating on this device was flaking off and a severe kink was present in the hypotube. A request for further information in relation to the storage, and how this device was cleaned at the hospital was initiated and no irregularities were noted with the device that could possibly determine the root cause of the hypotube coating damage. A full investigation into the hypotube coating was performed and our suppliers of the hypotube were contacted. Following a detailed investigation into the occurrence, it was not possible to identify what the root cause of the coating damage was. However the investigation into the coating issue concluded the following: the conclusions formed from the analysis were that the coating was inhomogenous and had cracked away from the hypotube. The hypotube surface had nothing adhered to it. The coating contained numerous calcium particles. These were unevenly distributed and beam sensitive suggesting that they were not calcium carbonate. A coated tube was sent by supplier for analysis to compare with the findings from the original unit. No calcium particles similar to those located on the original unit were found. Based on the information gathered and the fact that there have been no further occurrences of this issue, this issue will be closed. The only assumption that can be made is that the unit was exposed to a substance following use: however, there is no evidence available at this time to substantiate this. It is not possible to determine if an issue existed with the coating of the hypotube during the physician's use of this device or if the device became contaminated after the procedure. The kink that was evident in the hypotube is consistent with excessive force having been applied to the device through some form of restriction. No issues were noted with the profile of the balloon or device that could contribute to a restriction occurring with this device during use. From a detailed analysis of the returned device it was not possible to identify a root cause of the initial difficulties that were experienced by the physician during the use of this device.